Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to set up the time/date. She changed the battery and received a battery out limit alarm. Customer stated that the device was exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The device did have intermittent response to the esc, up, and down buttons due to moisture damage on the keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner.